Manufacturer narrative:
Medwatch sent to FDA on 08/07/2014. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of an occlusion involving blanching and bruising is a physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported during injection of juvederm voluma xc in the nasolabial folds, the patient developed blanching indicative of a possible occlusion. The patient was immediately treated with hyalase followed by intermittent heat packs at 5-10 minute intervals. After approximately 1 hour, "the patient's nose capillaries had refilled and returned to normal" except for some bruising. Patient symptoms completed resolved within 2 days of onset.